Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp.(omsc). Since there was a pinhole in the instrument channel, it is possible that the wire, cable support, coil pipe, coil hook, etc. Rusted due to flooding from there, causing the angulation to malfunction and lock the angulation. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus service operation repair center (sorc) due to an angulation failure. Sorc then inspected the device and found that the angulation was locked and could not disengage due to corrosion of the angulation mechanism. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the watertightness was not maintained due to perforation of the instrument channel due to external factors. -dirt that was difficult to remove had adhered to the distal end due to insufficient cleaning. -due to handling, there was a leakage from the light guide bundle, grip unit, up / down plate, and universal cord. -the insertion tube was crushed and scratched due to an external factor. -the control section was corroded due to a leakage. -the remote switch, grip unit, universal cord, rotating mechanism, video cable, video connector, light guide connector, and video connector case were scratched by external factors. -the remote switch 2 was defective. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.